Event description:
Device issue: exchange sheath hemostasis valve - leaks. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, after inserting the exchange sheath in the vessel, "uncontrolled flow of blood" was observed from the exchange sheath hub. The exchange sheath was removed over a guide wire and a second starclose se device and exchange sheath were used to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.